Event description:
This report is based on information provided by a philips quality system analyst personnel and a third-party technician and has been investigated by the philips complaint handling team. Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating a display failure. The event was outside of use and there was no reported patient nor user harm. Available details indicate that there was a display failure. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The device is not expected to be returned and remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device is end of life / end of support.